Event description:
As reported by the user facility information by bbm sales organization in switzerland: "chemo leakage". According to the complainant the pump tubing leaked during therapy.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Received one easypump ii lt 100-50-s-EU/sa without original packaging. As received condition, the sample was clamped and the patient connector was not attached with wing cap. The batch number on the big bottom cap was 23c18ged81. Preliminary investigation observed no crack and no crystallization was observed around the filter. When unclamped, leakage was observed from the filter air vent after unclamping the sample. Red dye water was allowed to pass through the filter for better illustration of leakage at filter. Solution was leaking from the air vent hole. Filter is a purchased component from supplier. Affected filter batch: 229260. Summary of root cause analysis: filter air vent leakage was observed from the returned complaint sample. Hence, this complaint is considered as confirmed. Cause : failure from supplier. Corrections/containment plans with effective date: not applicable. Corrective actions: 1. Z2 notification was issued to the supplier (200350497 for affected filter batch 229260). 2. An approved project is in place to further address issues with leakage. Justification: confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.